Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
Site indicated: operative site bursitis, occurred post-op, no history or causative event, uncertain if device related, not serious, other treatments steroid injection on (B)(6)-2008, resolved (B)(6)-2009.